Event description:
It was reported that this brady lead was surgically abandoned due to unknown product performance anomaly. This brady lead was replaced with same model. No additional adverse patient effects were reported.